Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device evaluation result, the reported phenomenon was reproduced and a failure of the video connector socket was confirmed. Therefore, there is a possibility that the endoscope image was not output because the communication abnormality with the endoscope occurred due to the failure of the video connector socket. The video connector socket may have failed accidentally, or it may have failed due to wear due to long-term use because more than nine years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. Also, according to the information provided by ocsm, the endoscopic image was flickering when the connection between the camera head and the video connector socket shook. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus china sales & marketing (ocsm) due to a defect in the endoscopic image during prostatectomy. The user completed the intended procedure with the device and the procedure was not delayed by more than 15 minutes. The service department of ocsm then inspected the device and found that the endoscopic image was not displayed due to a defect in the video connector socket. There was no report of patient injury associated with the event.